Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent hyperglycemia after starting on the ilet pump, including a reported peak of 380 mg/dl and approximately 24 hours above target, coinciding with a recent infusion site change and a practice of announcing most dinners as ¿more¿ per external clinical advice. Symptoms included hyperglycemia without reported ketone testing, backup therapy, professional intervention, or acute complications. Outcomes included no hospitalization and no reported injuries. Investigation included review of user-reported history, device use patterns, and infusion site status; the infusion site appeared normal with successful tubing fill, and the user was advised to change the site and to announce meals appropriately so the algorithm can adapt. Investigation of this case revealed maladaptation related to systematic over-announcement of meal size, which likely contributed to persistent hyperglycemia following site change, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement practices leading to algorithmic maladaptation.